Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. They did a set change last evening and woke up in the morning with a blood glucose level of 350 mg/dl. The customer took a correction bolus but later her blood glucose level was over 400 mg/dl. The customer contacted her health care professional who instructed her to change the set. Troubleshooting was performed but not completed as per customer¿s request. The device will not be returned for analysis.